Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 322. Service evaluation verified the system error 322. The cause was identified to be unauthorized repair, two jumper wires were found running from the lower link switch to a connector on the input/ output printed circuit board and to another component on the processor board. The lower auxiliary assembly, input/ output printed circuit board and the processor board were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. In the warnings and cautions of the spectrum operators manual, it states ¿servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.